Manufacturer narrative:
Correction: product event summary: it was reported that the patient was experienced a controller power up and power switching events. Two batteries ((B)(4)) were returned for evaluation. The controller ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller 's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller in use, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), and communication errors involving (B)(4). The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. (B)(4) is investigating momentary disconnections. Additionally, analysis of the event files revealed a controller power up event with an associated motor start event on (B)(6) 2017 at 09:41:45. The data point prior the controller power up event revealed that the controller was connected to (B)(4) with 96% relative state of charge (rsoc) on power port 1 and (B)(4) with 42% rsoc on power port 2. The data point after the controller power up recorded that the controller was connected to (B)(4) with 93% rsoc on power port 1 and (B)(4) with 40% rsoc on power port 2. Based on the available information, the most likely root cause of the loss of power can be attributed to a double disconnection followed by a reconnection of the same power sources. Battery (B)(4), UDI: (B)(4), expiration date: 2016-12-31, device available for evaluation: yes, return date: 2017-09-06; battery (B)(4), UDI: (B)(4), expiration date: 2016-12-31, device available for evaluation: yes, return date: 2017-09-06. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller ((B)(4)) and two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed power switching events due to momentary disconnections involving (B)(4), as well as power switching due to communication errors involving (B)(4). Analysis of the event log file revealed a controller power up event on 04/19/2017 at 09:41:45. The data point prior to the controller power up event, logged at 09:29:13, revealed that the controller was connected to (B)(4) with 96% relative state of charge (rsoc) on power port 1 and to (B)(4) with 42% rsoc on power port 2. The data point after the controller power up, logged at 09:56:45, revealed that the controller was connected to (B)(4) with 93% rsoc on power port 1 and to (B)(4) with 40% rsoc on power port 2. The maximum time the controller was without power was 12 minutes and 32 seconds. As a result, the reported power switching and controller loss of power events were confirmed. The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to capture events involving the controller losing power. An internal investigation has been opened to address momentary disconnections. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Heartware¿ ventricular assist system -battery: (B)(4); device available for evaluation? Yes - returned to manufacturer on 06oct2017. Device evaluated by MFR? Yes. Heartware¿ ventricular assist system -battery: (B)(4); device available for evaluation? Yes - returned to manufacturer on 06oct2017. Device evaluated by MFR? Yes. Two batteries ((B)(4)) were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device manufacture date: 12/31/2015. (B)(4). Device manufacture date - 12/31/2015. It was reported that the patient was experienced a controller power up and power switching events. The controller ((B)(4)) and two batteries ((B)(4)) were not returned for evaluation. Review of the non-returned devices' manufacturing records confirmed that the associated controller and batteries met all requirements for release.¿ failure analysis of the devices was not performed since the units were not returned. Log file analysis revealed that the controller in use, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), and communication errors involving (B)(4). The most likely root cause of the power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, an internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additionally, analysis of the event files revealed a controller power up event with an associated motor start event on (B)(6) 2017 at 09:41:45. The data point prior the controller power up event revealed that the controller was connected to (B)(4) with 96% relative state of charge (rsoc) on power port 1 and (B)(4) with 42% rsoc on power port 2. The data point after the controller power up recorded that the controller was connected to (B)(4) with 93% rsoc on power port 1 and (B)(4) with 40% rsoc on power port 2. Based on the available information, the most likely root cause of the loss of power can be attributed to a double disconnection followed by a reconnection of the same power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: (B)(4)- battery / catalog number 1650de / expiration date: 12/31/2016; device available for eval: no; device eval by MFR: no, not returned to manufacturer; labeled for single use: no; (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 12/31/2016; device available for eval: no; device eval by MFR: no, not returned to manufacturer; labeled for single use: no; (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation. The instructions for use (IFU) and sources and the controller to prevent damage to either the power source connections or the controller power ports. Per the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient complained about battery switching event during clinical follow-up on (B)(6) 2017 for the 2 batteries. Clinical staff exchange the 2 batteries with inventory stock.¿ logfile was sent after patient clinical follow-up when patient left hospital. Patient tested the system by disconnecting one of the batteries and afterward, no power alarm happened for a very short period then he reconnected the battery, pump restarted. Patient was fine after the event and in clinical follow-up and no discomfort reported by patient. Nursing staff reported that no dirt, bent pins or loose connector issue found at the power port of the patient controller. Ventricular assist device (vad) coordinator reminded patient not to disconnect power source improperly during battery switching event. The 2 batteries were exchanged by nursing staff with hospital inventory stock.¿ primary controller is still in use with patient. Vad coordinator asked patient to withhold one of the batteries from use and observe the ongoing battery behavior and recurrent battery switching event and the battery will be replaced during next clinic follow-up. No additional information available.